Manufacturer narrative:
On (B)(6) 2017 the lens was exchanged for the same size lens, different diopter. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated. Additional info: 03/15/2017. Additional info: device returned 04/05/2017; not yet evaluated. Additional info: device returned, evaluation anticipated; not yet performed. (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5 13.2 implantable collamer lens, -13.50 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the patient experienced refractive surprise. As of the date of MDR submission, the lens remains implanted in the patient and therefore, has not been returned for evaluation.

Manufacturer narrative:
Additional information: on (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/25. Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn, foreign material on lens surface (debris and clear residue) , and lens stuck in vial. Work order search: no similar complaints were reported for units within the same lot. (B)(4).